Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 454 mg/dl. Blood glucose level at the time of the call was 454 mg/dl. Customer was unable to complete troubleshooting at the time of the call. The insulin pump was not replaced or returned for analysis.